Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that the patient underwent surgery to treat l4-l5 degenerative disc disease (ddd) with spondylolysis and grade 1 isthmic spondylolisthesis; l5-s1 ddd and right sided stenosis; chronic back pain. The surgery consisted of l4-l5 and l5-s1 right transpedicular decompression of neurologic structures, l4-l5 and l5-s1 postolateral fusion with posterior l4, l5, s1 pedicle screw instrumentation, l4-l5 and l5-s1 posterior interbody fusion using interbody peek cages with autograft, morcelized allograft and rhbmp-2/acs. The surgeon placed screws on left side however the surgeon was not able to pass the rod from l4 to l5 to s1. The screws were not lined up right. The surgeon tried to pass the rod percutaneously but could not. The surgeon had to pull out the l5 screw and disconnect the rod from l4 to s1. Set screws were then placed. The surgeon was able to pass the rod through all three screws on the right sided. Final x-rays confirmed good placement of hardware. The patient was then transferred to the recovery room. No additional complications were noted during surgery.